Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device with serial number (B)(6) generated two malfunction alerts identified as software runtime error (alert 57) and algorithm output range error (alert 90), after which a replacement ilet was arranged and the user was instructed on data sync, shutdown, return procedures, and re-setup with dexcom. Symptoms included no reported adverse health effects. Outcomes included no change in patient condition and no medical intervention or hospitalization. Investigation included review of device error notifications and collection of device history and use information, with plans for device return and analysis. Investigation of the device engineering logs confirmed previous alert 57 and alert 90 notifications. The issue could not be replicated during testing. It was concluded that the cause was inconclusive due to insufficient evidence to isolate a specific component or use-related factors.